Event description:
It was reported that cartridge alarm occurred during the load sequence with multiple cartridges. Customer¿s blood glucose (bg) level was 570 mg/dl. A correction bolus via the pump was delivered to address bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.